Event description:
This ra lead was attempted, but not implanted, on (B)(6) 2012 due to the physician was unable to place lead in atrial appendage. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).